Event description:
It was reported that pump displayed a malfunction alarm with code malf 12. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.